Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's basal rate was incorrect, causing a low blood glucose level of 15 mg/dl. Customer consumed carbohydrates to address the low blood glucose. Tandem technical support advised the customer consult with a healthcare provider regarding settings adjustments.